Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-apr-2025, UDI#: (B)(4), product ID: 9 77a260, serial/lot #: (B)(4), ubd: 18-may-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) . It was reported that the leads had migrated from the original placement. On ap images they looked to just be a little lower, but on a lateral image one of the leads can be seen coming out of the epidural space. Pt admitted that he had small dogs and after the original surgery would bend over to pick them up. Hcp removed the old leads and placed new ones with strict instructions for him not to bend to pick up his dogs after the surgery. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2021 explanted: (B)(6) 2022; product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient's attorney. Around (B)(6) 2021, the patient was experiencing numbness and pain in their left foot, and pain in their back. The patient's healthcare provider advised the patient that an ins might help alleviate these issues. The healthcare provider knew that the patient had nerve damage in their l5 region, but the manufacturer representative assured the healthcare provider that this was not a problem. The patient had an ins implanted. After the implant, the patient experienced severe pain and discomfort relating to their implant; the implant would cause extreme pain in their left leg if activated for too long. They worked with a representative several times to try and fix all the problems associated with the ins to no avail. An x-ray showed that the "stimulator had malfunctioned due to a broken lead." The patient underwent a revision on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via medical records regarding a patient. It was reported that on (B)(6) 2021, the patient stated they are still having some leg pain and are returning for a reprogramming with the manufacturer representative (rep). Pt complains of a stabbing burning pain (5-6/10) radiating down left leg with numbness that is exacerbated by standing. The patient has facet loading pain that radiates down the left leg. On (B)(6) 2021, the pt states they are still having some leg pain and ¿a lot¿ of nerve pain. Images were taken and leads appear in the appropriate location. When they turn on the unit, they have a shooting vibration down their left foot and the left foot starts to turn so they have to turn it off. They are also having some swelling in their lower extremities. They used lasix in the past for the swelling. They have difficulty sleeping because of the pain. The hcp stated that the patient has a history of peripheral vascular disease (pvd}, venous insufficiency, and edema in the past; this might have some relation to their nerve being sensitive when the scs is turned on. The patient mentioned they will be having a new spinal cord stimulator placed on (B)(6) 2022. The patient reported today that their spinal cord stimulator (scs) was not working well for them due to irritation this is causing. They are now using up to #180 of their pain medication at this time. The patient went into the hcp due to leg swelling. The patient is having leg pain from the scs. Pt reports that they have been turning the stimulator on the swelling has been increasing. They have been having some increased radicular pain to bilateral legs with the stimulator at its lowest setting and mostly its off at this time. They have been taking a pain medication and reports the medication has not been helping. Pain is down both legs in the thighs and claves. They report that they feel the stimulator device and reports that the arthritis is increased. Pt states that they had a good trial but have been having a poor response since. Rep made a stim adjustment. The rep was in the room with the patient who adjusted some settings for the patient by decreasing the pulse width and cycling on the stimulator. Pt reports that right now after the changes their legs are already hurting, recommended the patient try the new settings. The patient told the hcp on (B)(6) 2021 that they continue to have issues with their spinal cord stimulator but they are working with a separate hcp regarding this issue. On (B)(6) 2022, the patient reported a recent surgery to correct the position of their spinal cord stimulator. The hcp stated that apparently associated with bending activity, the patient had a fracture of their lead, and they had to have a lead replacement accomplished.